Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula bent during insertion event on (B)(6) 2025 which led to high blood glucose level. The blood glucose level was 400 mg/dl. The patient was treated with backup insulin therapy and blood glucose. The patient replaced infusion sets and resumed insulin successfully. No additional information available.